Event description:
The distributor reported that : "patient had a rih repair performed. Four months later when pulling up carpeting felt the area around the original surgery site give way and thereafter was painful. The patient sought treatment about a year later from doctor to relieve the pain. At exploration only the plug portion of the wn tealfil-8 hernia mesh was found healed to the genital and femoral branches of the genitofemoral nerve. No hernia defect was found and no other mesh (the patch portion of the wn tealfil-8) was identified upon further exploration. The patient recovered uneventfully and was discharged."